Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's son reported via phone call that the customer had a car accident due to low blood glucose. Customer's blood glucose was 60 mg/dl. Customer was hospitalized. Customer was unsure whether or not he was wearing the device at time of hospitalization. Customer was wearing the device at time of the car accident. No troubleshooting was done on the device due to the device was not present at time of call. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.